Manufacturer narrative:
When the repair tech arrived at the account and inspected the unit, he found that the unit would not charge due to the power plug having arced and gone bad. He noted that the biomed dept appeared to have installed a hubble-style plug on their own. The field service tech installed a new plug and put the device back into service.

Event description:
It was reported by the field service tech that the power plug had arced and was no longer working. There were no adverse consequences reported.